Manufacturer narrative:
The device passed displacement test and self test. All buttons functioned properly. No damage in the keypad assembly noted. The connector on electrical board was inspected and properly connected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 12.0 mmol/l at the time of incident and customer's blood glucose was 22.1 mmol/l at the time of call and treated with the old insulin pump. Customer stated that the insulin pump easy bolus feature came up without the user's input and unable to clear the screen. Keypad anomaly troubleshooting was performed and confirmed that the insulin pump button was not exposed to a change in altitude. Customer also reported that they have been disconnected from the insulin pump and using back up plan due the insulin pump issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.